Event description:
It was reported that the nurse started therapy they got a message which stated the flow rate was less than 50 percentage of maximum. These were the same pads that were in use with the other machine. There were no flow rate alerts at that time and the initial inlet pressure was -0.6psi, system hours were 670, pump hours were 627. The dc and rc pads were connected using proper technique. The device primed and stopped. Mss had nurse disconnected pads and placed device in manual control and the readings shown as inlet pressure was -7psi, flow rate was 1.6lpm, circulation pump command was 55 percentage and it had taken a few minutes to stabilize to this. They have added back right back right chest pad and the inlet pressure was -1.2psi, flow rate was 1.2lpm, circulation pump command was 100 percentage. Mss had nurse disconnected and tried left chest pad with similar results and would send this device to biomed. They have no other devices and would have to find an alternate means of cooling.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device is not returned.

Event description:
It was reported that the nurse started therapy they got a message which stated the flow rate was less than 50 percentage of maximum. These were the same pads that were in use with the other machine. There were no flow rate alerts at that time and the initial inlet pressure was -0.6psi, system hours were 670, pump hours were 627. The dc and rc pads were connected using proper technique. The device primed and stopped. Mss had nurse disconnected pads and placed device in manual control and the readings shown as inlet pressure was -7psi, flow rate was 1.6lpm, circulation pump command was 55 percentage and it had taken a few minutes to stabilize to this. They have added back right back right chest pad and the inlet pressure was -1.2psi, flow rate was 1.2lpm, circulation pump command was 100 percentage. Mss had nurse disconnected and tried left chest pad with similar results and would send this device to biomed. They have no other devices and would have to find an alternate means of cooling.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "low flow due to over-lamination of foam to film due to temp controller set too high". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the arctic gel pad product ifus were found to be adequate based on past reviews. The device was not returned.